Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys dhea-s and the elecsys prolactin assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The repeat values from the sample were believed to be correct. The sample initially resulted with a dhea-s value of 15.9 ug/dl. The sample was repeated on a second analyzer, resulting with a dhea-s value of 506 ug/dl. The sample initially resulted with a prolactin value of 0.933 ng/ml. The sample was repeated on a second analyzer, resulting with a prolactin value of 14.2 ng/ml. The dhea-s reagent lot number was 38545801, with an expiration date of 30-jun-2020. The prolactin reagent lot number was 37994401, with an expiration date of 31-jul-2020.

Manufacturer narrative:
The instrument check showed that the analyzer was performing within specification. Sample foam detection images were not available to check sample quality. The root cause is most consistent with a sample problem such as bubbles or foam.